Manufacturer narrative:
(B)(4). Batch # n9198w. The analysis results found that the mcm30 device was received with a clip in the jaws. In an attempt to replicate the event reported, the device was tested for functionality it was noted to have issues holding the clip on the jaw. The issue found with the completion of the handles cycle, was found to be a result of a non-functional anti-backup feature. In order to evaluate the condition of the internal components, the device was disassembled and the anti-backup lever was noted to be worn out. It is possible this condition was caused by attempting to squeeze the device handle when it was not fully returned or by stopping the firing sequence and pulling the handle open. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4) date sent: 11/21/2016. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, clips not closing / clamping correctly. Case delayed by ten minutes. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.